Manufacturer narrative:
Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If any further information becomes available, a follow-up report will be submitted. No further actions are possible at this time.

Event description:
It was reported that the aortic valve was explanted after an implant duration of approximately 3 years due to unknown reasons. The explanted valve was replaced with a 21 mm carpentier-edwards perimount magna ease pericardial bioprosthesis. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No additional details provided.